Event description:
It was reported this balloon was used as a fogarty type device to remove clot from an arteriovenous hemodialysis fistula graft. Following the initial inflation of the balloon, the catheter shaft buckled. Upon withdrawl, resistance was encountered. The catheter shaft subsequently broke and detached in the patient. Retrieval of the detached segment, utilizing a snare, was uneventful. Another balloon catheter was used to successfully complete the procedure. The patient's condition is good. The device was received, evaluated and retained by this maufacturer. The engineering evaluation indicated the device was returned in two pieces. The shaft was broken 1.1 mm inside of the proximal bond area. The proximal section of the broken shaft was elongated and jagged at the break point. It was indicated this balloon catheter was used as a fogarty type device to remove clot in a dialysis graft which is not an indicated use of this device. The break point on this device was elongated and jagged which is indicative of exertion against resistance. Co believes these factors contributed to this event. However, the co is unable to determine the exact cause for this event. Directions for use state: "ultra-thin ball0on dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae... Any use for procedures other than those indicated in these instructions is not recommended... If resistance is encountered due to balloon rupture or for any other reason when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove them as a complete unit to prevent damage to the guidewire, catheter, introducer sheath, or vessel.'